Manufacturer narrative:
(B)(4).

Event description:
It was reported that a signal loss occurred occasionally between 2/3/2026 and 2/4/2026. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.